Manufacturer narrative:
Surgeon declined to provide patient information. This event is being reported as a result of a retrospective review of similarly reported events that were initially deemed not-reportable to the FDA. The aware date of the need to perform this retrospective review is correctly documented as 12/09/2013. RMA issued. Replacement open spine clamp, titanium shipped to site (B)(4) 2013. Medtronic investigation of returned suspect device finds that the clamp was not broken as reported, but there is debris in the threads affecting the normal travel of the adjustment screw. The retainer ring on the tip of the adjustment screw is stretched allowing some play in the travel of the clamp face. Also, there is a section of the adjustment screw threads near the tip of the screw that appears to be pitted. This surface varience does not appear to have any effect on the normal movement of the screw. Physical damage, malfunction and wear, directly caused the event.

Event description:
A medtronic representative reported that, while in a spine procedure, a spine clamp was broken. This occurred in conjunction with moving the o-arm off its home position. The clamp was put on, then it was discovered the o-arm would not work and the clamp was removed. No further details were provided. The surgeon completed the procedure without the use of the navigation system. There was no impact on patient outcome.